Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Also, this device battery longevity was at 28 percent remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, ts assisted the health care professional (hcp) on disabling device beeper. To date, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Also, this device battery longevity was at 28 percent remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, ts assisted the health care professional (hcp) on disabling device beeper. To date, this s-ICD remains in service. No adverse patient effects were reported. According to additional information, at interrogation in clinic, the system impedance was elevated at 140 ohms. This was high within normal limits. No adverse patient effects were reported. Evidence suggests that this system remains in service. According to additional information, this patient was seen in clinic with persistent high impedances within normal range. X-rays were performed. Ts examined x-rays and noted that this system was positioned properly. Further monitoring and assessment were advised. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Also, this device battery longevity was at 28 percent remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, ts assisted the health care professional (hcp) on disabling device beeper. To date, this s-ICD remains in service. No adverse patient effects were reported. According to additional information, at interrogation in clinic, the system impedance was elevated at 140 ohms. This was high within normal limits. No adverse patient effects were reported. Evidence suggests that this system remains in service. According to additional information, this patient was seen in clinic with persistent high impedances within normal range. X-rays were performed. Ts examined x-rays and noted that this system was positioned properly. Further monitoring and assessment were advised. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Also, this device battery longevity was at 28 percent remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, ts assisted the health care professional (hcp) on disabling device beeper. To date, this s-ICD remains in service. No adverse patient effects were reported. According to additional information, at interrogation in clinic, the system impedance was elevated at 140 ohms. This was high within normal limits. No adverse patient effects were reported. Evidence suggests that this system remains in service. According to additional information, this patient was seen in clinic with persistent high impedances within normal range. X-rays were performed. Ts examined x-rays and noted that this system was positioned properly. Further monitoring and assessment were advised. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Also, this device battery longevity was at 28 percent remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, ts assisted the health care professional (hcp) on disabling device beeper. To date, this s-ICD remains in service. No adverse patient effects were reported. According to additional information, at interrogation in clinic, the system impedance was elevated at 140 ohms. This was high within normal limits. No adverse patient effects were reported. Evidence suggests that this system remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.